Event description:
(B)(6) -the dealer reported that the m91-ts custom power wheelchair had a faulty fuse. Upon replacing it with an aftermarket fuse from his stock, and without logon, the unit drove itself and smoke came from the power module to the battery harness. There was no patient involvement, and no injury was reported.

Manufacturer narrative:
Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).